Event description:
Same case as: 2134265-2009-06791. It was reported that six days post-coronary stenting treatment procedure, stent thrombosis occurred. During angiography, a 70% stenosed lesion was identified in the proximal circumflex (cx) artery and normal flow was present. A non-bsc 6fr 10 cm sheath was introduced via the right femoral artery (rfa). Intracoronary nitroglycerin and angiomax were administered. Next, a mach1 fl 6fr 3.5 100 cm guide catheter and a pt2 0.014 x 300 cm guide wire were advanced across the lesion. Then an express2 monorail (mr) 2.5 x 24 mm bare metal stent (bms) was advanced across the lesion site and deployed in the proximal cx at 16 atms for 35 seconds. Again, intracoronary nitroglycerin was administered. Next, an express2 mr 2.5 x 8 mm bms was advanced across the lesion site and deployed in the proximal cx at 16 atms for 55 seconds. Lesion assessment showed 0% residual stenosis and normal distal flow. The procedure was completed with no complications. Approx six days post-procedure, stent thrombosis was identified in the cx (100% thrombosed and no antigrade distal flow). A non-bsc introducer sheath was used to access the left femoral artery (lfa). Next, a mach1 6fr fl 3.5 100 cm guide catheter and a pt2 0.014 x 300 cm guide wire were both advanced to the affected area. An apex over the wire (otw) 2.5 x 12 mm balloon was advanced to the lesion, dilated with multiple inflations and removed. A promus otw drug eluting 2.75 x 28 mm stent was advanced and deployed in the cx at 12 atms for 11 seconds. Then another promus otw drug eluting 2.75 x 23 mm stent was advanced and deployed in the cx at 14 atms for 12 seconds. Finally, a quantum otw 3.0 x 12 mm balloon was used to post-dilate the stent with multiple inflations. The lesion assessment was <10% residual stenosis and distal flow restored to normal. The procedure was completed with no further complications. Of note, the pt was questioned about plavix use and indicated one dose was missed prior to the events.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.